Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient visited the reporting clinic for replacement of j-tube. During the clinic visit, a knot was detected at about 4 cm from the tip of j-tube. In addition, residues (with a size of about 1 to 2 cm) were attached to the area around the knot. Due to the residues, the j-tube could not be removed from the side of the gastric fistula. Therefore, the j-tube was cut into pieces and removed and the a new j-tube was placed. Per reporting physician, the patient regularly experienced trouble with j-tube as every time the tip of j-tube was entangled, residues were formed. The reporting physician explained that large residues might result in ileus and that treatment strategy would be determined based on discussion with the patient. The reporting physician stated that although a knot had formed, the j-tube was not completely obstructed and duodopa drug solution was administered properly.